Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. The grasper part of the device started to separate during the procedure.

Manufacturer narrative:
(B)(4). Corrected section: h3. A device was returned for evaluation on 06/17/2025, and an investigation was conducted on 06/19/2025. The device was determined not to be a maquet product; product packaging confirmed it as an intuitive medical device. Multiple good faith efforts (gfes) were sent to the account regarding the non-getinge device received, and to inquire whether the corresponding getinge device would be returned for evaluation. No response was received. The reported failure, ¿material twisted/bent wire,¿ could not be confirmed as the device was not returned for evaluation. A lot history record review was completed for lots 3000481768, 3000479283 and 3000471816 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.